Event description:
It was reported that the left monitor on the stenoscope system had dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed, when add'l details become available.